Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive on the lock screen. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.